Event description:
Investigation results completed on a smiths medical portex tubes blue line.

Manufacturer narrative:
Investigation completed on portex tubes blue line. P/n 100/860/080 returned and visualized along with inspection. Pictures provided in attachments. Complaint could not be substantiated, as no water was found and the device was inflated for 24 hours without defect. Quality engineer on 20/feb/2020, found no discrepancies and testing of the device revealed 100 % without error. No problem found with device. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 17/feb/2020 about failure mode reported.

Event description:
Information was received indicating that during use of a smiths medical portex® blue line ultra® tracheostomy tube, the customer found 2-3 cc of water in the pilot balloon. The patient was found to be spontaneously breathing and the cuff pressure was checked using a manual air pressure gauge. The suction tube was reported to be cleaned with water. There were no reported adverse effects.